Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information was requested, but not received.

Event description:
It was reported that a patient presented for a follow up with the right atrial lead exhibiting over-sensed noise and out of range impedance. No or interventions were reported. There was no further information available.